Event description:
Customer called to report the reservoir door was broken and something fell out of the pump. Customer believed that a piece of the driver fell off and the driver block was not moving. Device was not recently dropped, bumped, or exposed to moisture. Customer stated that they stopped using the pump and they were on manual injections at the time. A replacement pump was requested.